Event description:
It was reported that this pacemaker stored a pacemaker mediated tachycardia (pmt) episode due to an atrial driven event. Additionally, loss of capture (loc) was observed on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device remains in service.